Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as poor hygiene issues. On the same day of onset, the patient was hospitalized for the peritonitis event. While hospitalized, the patient was treated with unknown antibiotics (dose, route, frequency not reported). Ten days later after onset, the patient's peritoneal dialysis (pd) catheter was removed. On an unreported date, the patient was placed on hemodialysis therapy and hemodialysis therapy was ongoing. The patient was discharged from the hospital fifteen days later after admission and continued treatment with amoxicillin 500mg daily for 10 days (route not reported). On an unknown date, the patient recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.